Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client initially reported a rupture of the suture post surgery of damaged flexor tendons of the hand. Reoperation was needed two times. During and after the surgery, the threads broke, requiring patient repeated surgeries. Different departments of the hospital indicate the instability of the threads not the first time. Additional information: update (2025 04 23): after additional inquiries, the doctor explained that during the first operation, the thread broke while tying the knot (premicron 4/0 (B)(4). Several b.braun threads were tried (premicron 3/0 and premicron 2/0), which did not withstand the tension in the hands before being sewn, and the operation was completed with threads from another manufacturer. Since the patient needed a second operation, the b.braun threads were again tested in the hands to see how they withstand the tension, and the b.braun thread tested again did not withstand it. -one patient -all the surgeries were flexor tendons of the hand?: yes -all patients needed re-operation?: one patient needed 3 reoperation, but as the doctor. Explained, our threads broke before we could sew them. We confirm b.braun threads broke during the surgery. The patient was not sutured with b.braun sutures, they were tested before use and broke.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock in b. Braun surgical's warehouse. We have received one open sample (thread is not wound on the pack). We have tested the knot pull tensile strength of the sample received and the result fulfil the requirements of the european pharmacopoeia: 1.42 kgf in average and in minimum (ep requirements: 0.60 kgf in average and 0.15 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same thread raw material batch used in this product. As stated in the instruction for use of the product: 'the surgical instruments used, such as forceps and needle holders, shall not cause any crushing or crimping damage to the suture material. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the result of the sample received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.